Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. The 2.50x48mm xience skypoint stent system was advanced but failed to cross the lesion due to the anatomy. During removal, resistance was met, but the device was successfully removed. There was no reported adverse patient effect and no clinically significant delay in the procedure. The procedure was finished without further treatment. No additional information was provided.